Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that an ophthalmic trocar was blocked.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to vitrectomy surgery, an ophthalmic trocar could not penetrate. The trocar was not reused. The surgery was completed on the same day, and no patient harm was reported.